Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the bilateral upper abdomen with coolcore applicator and the bilateral middle and lower abdomen with coolmax applicator on (B)(6) 2016 and (B)(6) 2016, to the bilateral bra back fat and bilateral upper and lower flanks with the coolcurve plus applicator on (B)(6) 2016 and (B)(6) 2016, and to the chin with the coolmini applicator on (B)(6) 2016 and (B)(6) 2016 who was diagnosed with paradoxical hyperplasia (pah/ph) to the bilateral back bra area and bilateral upper abdomen.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the bilateral upper abdomen with coolcore applicator and the bilateral middle and lower abdomen with coolmax applicator on (B)(6) 2016 and (B)(6) 2016, to the bilateral bra back fat and bilateral upper and lower flanks with the coolcurve plus applicator on (B)(6) 2016 and (B)(6) 2016, and to the chin with the coolmini applicator on (B)(6) 2016 and (B)(6) 2016 who was diagnosed with paradoxical hyperplasia (pah/ph) to the bilateral back bra area and bilateral upper abdomen.

Manufacturer narrative:
Continued h9 correction removal numbers: z-1347-2022. This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.